Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "right knee revision poly liner exchange. Pre-op diagnosis: mechanical complication of right knee". Rep provided pre-revision x-rays and a picture of the explanted liner and reported that no further information is available.